Event description:
It was reported that the patient's right ventricular (rv) lead exhibited high capture threshold measurements and helix mechanism issue resulting in failure to retract the helix. The rv lead was explanted and replaced on (B)(6) 2024. The patient was in stable condition.